Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple pump error alarms. The customer's blood glucose level was 113 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional testing including the selftest, sleep current measurement, active current measurement, rewind, prime or seating, basic occlusion, occlusion, force sensor and displacement test. No unexpected pump error 80, 42, 53, 28, 4 and 3 noted during testing. However, pump error 53 or 4 alarm found in the pump history. Unable to determine the root cause, problem isolated to electronic assembly.